Event description:
While testing the core impaction drill during a routine sales visit it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor pins.